Event description:
It was reported that the customer experienced an unknown blood glucose (bg) level with diabetic ketoacidosis that ultimately led to the customer going to the hospital. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.